Event description:
The patient's hand was palm down on the bed throughout removal of the probe. It was the patient's right hand. Nursing was standing on the left side of bed. Probe was removed by unwrapping stabalizing wings, then peeling probe on top of finger toward finger-tip and then peeling probe on bottom of finger toward finger-tip. Injury not observed at time of probe removal. Small amount of skin (size of nickel) noted off of 4th ring finger of right hand. Skin found on finger probe located in trash can. Doctor sutured skin back onto finger and dressed area.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.